Event description:
It was reported that the proximal end of this left ventricular (lv) lead was surgically abandoned due to lead breakage during explant attempt. The extracted half of this lv lead was disposed. A new brady lead with a different model was placed in left bundle branch area. No additional adverse patient effects were reported. Additional information indicated that the proximal end of this lv lead was extracted and disposed. This lv lead exhibited a single impedance measurement of more than 2000 ohms.

Manufacturer narrative:
This report is being submitted to correct the device codes and patient codes fields (h6) in section h, device manufacturers only.

Event description:
It was reported that the proximal end of this left ventricular (lv) lead was surgically abandoned due to lead breakage during explant attempt. The extracted half of this lv lead was disposed. A new brady lead with a different model was placed in left bundle branch area. No additional adverse patient effects were reported. Additional information indicated that the proximal end of this lv lead was extracted and disposed. This lv lead exhibited a single impedance measurement of more than 2000 ohms.

Event description:
It was reported that the proximal end of this left ventricular (lv) lead was surgically abandoned due to lead breakage during explant attempt. The extracted half of this lv lead was disposed. A new brady lead with a different model was placed in left bundle branch area. No additional adverse patient effects were reported.